Event description:
It was reported that a malfunction alarm occurred, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully completed a pump reset before reaching out to technical support and was informed by customer support to continue using the pump while being advised to contact support if the malfunction reoccurred.